Event description:
It was reported that a surgery was performed for a proximal tibia tumor with orthopedic salvage system implants. Postoperatively, the surgeon found that the anchor plug broke. There was bone formation seen on the side view and partially seen on the front view of x-rays. The patient was revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: foreign - japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photographs were received; therefore, the condition of the components is unknown. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.